Event description:
In 2007, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, the devices were explanted due to a computed tomography angiogram (cta) which revealed gas bubbles around the aorta. An axillary artery femoral bypass was performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Note additional device related to this event.